Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: investigation revealed a crack in the battery compartment and an inoperable bolus button with a torn cover. Upon removal of the bolus button cover, the slug was found to be missing. (B)(6).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on (B)(6) 2016. Investigation revealed a crack in the battery compartment and an inoperable bolus button with a torn cover. Upon removal of the bolus button cover, the slug was found to be missing.